Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation for dual chamber pacemaker upgrade, the atrial lead on the dual chamber pacemaker was discovered to have low lead impedance. The entire system was abandoned due to subclavian occlusion and inability to gain access for upgrade. A whole new crtd system was implanted on the left side. The patient was stable throughout the procedure and there were no adverse consequences.